Manufacturer narrative:
Exact date is unk. We only know that it was sometime during the weekend in 2009. The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks and specifically component separations, the assortment of zenith IFU's specifically list several warnings and precautions that if properly followed, could reduce the occurrence of this failure mode occurring. In general, these ifus address pt selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and affects of an inaccurately deployed stent graft. Specifically, the IFU stresses pts should be regularly monitored so that changes in the structure, should they occur, can be identified and addressed appropriately. No product was received to assist in this investigation. We are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male pt had initial aaa repair in 2002. The last follow up CT was done in 2006. The pt checked into the emergency dept with back pain. A CT was done and a type iii endoleak was noted between the main body and the contralateral limb. The physician performed an open repair in 2009, and attempted to sew the limb and main body together. When he unclamped the proximal end of the graft after fixing the separated iliac, there was a rather large type I endoleak. The physician did not note how he repaired this. Pt expired sometime over the weekend.